Event description:
It was reported that the dependent patient experienced lightheadedness and feeling sick. It was noted that the right ventricular (rv) lead exhibited unspecified oversensing, resulting in pacing inhibition, which can be found during isometric exercise and lead testing. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.